Event description:
The iab was inserted into the pt on 2/16/98 at 5:30 pm and removed on 2/17/98 at 1:30 pm. The iab did not malfunction. The pt had major ischemia and removal of the iab was required. Also, surgery was required and an amputation was required. (Event complications: major ischemic/removal/surgery/amputation) (pt's current status: discharged-rpt'd 4/1/98).